Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak during draining using the capd disconnect y set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection performed with naked eye and magnification identified a hole in the matte side of the bag at the port seal. Clear passage test and clamp function testing were performed with no issues noted. Under water pressure leak testing noted a leak through the hole in the bag at the port seal. The reported condition was verified. The cause of the hole was undetermined. Should additional relevant information become available, a supplemental report will be submitted.